Event description:
The customer states that they are noticing hemoglobin imprecision with qc in both opened and closed mode of operation when using a cell-dyn 3200 cs hematology system analyzer. This required the customer to repeat qc multiple times before obtaining in range acceptable results. No impact to pt management was reported.

Manufacturer narrative:
When using the cell-dyn 3200 system with the cd 22 calibrators and controls, the cd 22 calibrator hemoglobin recovery values vary more than expected across the operating temperature range of 15 - 30 degrees centigrade and the cd 22 control hemoglobin values may not recover within the mean recovery range for the operating temperature range of 15 - 30 degrees centigrade. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.